Manufacturer narrative:
The insulin pump was received with a totally damaged case, electronic assembly, and motor assembly. Functional testing could not be performed due to the insulin pump damage. (B)(4).

Event description:
The patient reported via phone call that he ran over his insulin pump with the lawn mower. The device was entirely destroyed. The patient's blood glucose at the time of incident was between 66 mg/dl and 73 mg/dl. The insulin pump was returned for analysis.